Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick balloon, unk size. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the moderately calcified, moderately tortuous, proximal circumflex (cx) artery, but was unable to cross the lesion. The physician was going to attempt dilation again, but the stent dislodged from the stent delivery sys. This stent was then crushed against the wall of the proximal cx. Another taxus stent was deployed successfully in the cx, unk size. No pt complications or injuries occurred. Pt condition is noted as "fine".

Manufacturer narrative:
.